Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Manufacturer narrative:
Correction: d6b.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were removed due to patient death. The cause of death provided was, "probable cardiac dysrhythmia in a person with hypertensive and atherosclerotic cardiovascular disease chronic obstructive disease and diabetes mellitus". The products were returned without clear information as to whether the death was device related.

Manufacturer narrative:
Further information was requested but not received.